Event description:
Report from the nurse that had the issue:"megadyne brand (electrosurgical patient return electrodes) grounding pad, lot # 20817-0745, exp 2015-08. This is a new brand to our surgical suite and it is not as good as the previous grounding pad. It has poor adherence to the thigh. I used two pads for a patient this morning because the first pad fell off of the patient."